Event description:
The customer reported that an internal battery failure alarm; error 1124. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service provider was provided with the part number for the v60 battery and advised customer the recommended repair is to replace the v60 battery. Attempts have been unsuccessful in determining if the repair was completed or the age of the battery.